Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. The doctor decided to x-ray the patient prophylactically, and discovered externalized conductors on the right ventricular lead. The electrical function of the lead was tested and observed with no anomalies. The patient was scheduled for and underwent a lead explant and replacement. The operation went well and the patient was stable before, during and after the procedure.

Manufacturer narrative:
The field report of ¿insulation abrasion¿ was confirmed. As received, only the distal segment of the lead measuring 38.4 cm was returned for analysis. Internal insulation abrasion breaching re cables lumen was noted at 7.4 cm to 7.7 cm from the distal tip. Other damages found on this piece were consistent with those occurring at time of explant.